Event description:
It was reported that a pt underwent a mesh insertion for incontinence on an unk date, but "cut on (B)(6) 2007. Then removal started on (B)(6) 2010. Doctor wouldn't do it any sooner. Many yeast infections." No further info was available.

Manufacturer narrative:
(B) (4) - yeast infection - (B) (4): conclusion: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.